Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted with peek psi implant on (B)(6) 2012. Pt reported back to hosp emergency room on (B)(6) 2012 with cerebrospinal fluid leak from retro sigmoid wound incision. Pt underwent a repair of dura with left fascia lata autograft harvested through a separate incision perform by the surgeon. Pt was discharged on (B)(6) 2012. It is not confirmed that peek psi implant is a synthes device.